Event description:
Clinic notes were received dated 11/05/2014 that indicate the patient has ¿¿noted the vns wires to be coiled¿ and that the vns is kind of loose since she has lost so much weight. It was reported that it hurts when she touches it. Good faith attempts for further information from the physician have been unsuccessful. The patient was referred for surgery. Although surgery is likely, it has not occurred to date. The patient stated she had a 3 hour MRI in (B)(6) of 2014 due to pancreatitis and that her vns generator came loose from the chest wall during this procedure. The generator was noted to move around, causing her pain. When she lifts her arm, the generator migrates into her arm pit.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the age incorrectly.

Event description:
Generator replacement surgery occurred on (B)(6) 2015. The reason for replacement was reported to be due to migration of the generator and painful stimulation, per the implant card. It was reported that the system impedance on the date of surgery was okay, suggesting no device failure. The product was discarded by the surgical facility and cannot be retrieved.

Manufacturer narrative:
Brand name, corrected data: this information was not identified initially, but was later identified from internal records. The information is correction material as it was available at the time of the initial report, but was not identified at that time. Model#, serial#, lot#, expiration date, corrected data: this information was not identified initially, but was later identified from internal records. The information is correction material as it was available at the time of the initial report, but was not identified at that time. Device manufacture date, corrected data: this information was not identified initially, but was later identified from internal records. The information is correction material as it was available at the time of the initial report, but was not identified at that time.